Event description:
Break in catheter.

Manufacturer narrative:
The reported complaint of a break in the hemosplit catheter was confirmed, but the exact cause is unk. A partial break, which was perpendicular to the axis of the tubing, was found in the d/l tubing 1.6" distal to the cuff. The break exposed both lumens of the catheter. The edges along the break site were jagged and the surface of the adjoining tubing was granular. No defects related to the mfg procedure were detected on the complaint sample. A chr was not completed since the lot info was not provided by the complainant.